Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4) we received 1 used introcan safety fep 20g, 1.1x32mm-EU, contaminated with blood and hiv, in open packaging and 1 picture from the customer. Please note: the used sample is contaminated with blood and hiv as stated in the generated cc-notification. Therefore the contaminated sample was not tested because of hygienic reason. We refer to the sop "processing contaminated returned goods" where the handling of contaminated samples is defined. Based on the pictures, the safety clip seems like did engaged on the cannula tip comparing to the simulation sample pictures. However, damage or deformation on the safety clip could not be confirmed from the picture and the actual condition of the complaint sample (cannula condition, crimp length, clip condition, bevel condition or any damages) cannot be identified. Review on production process flow was performed. Both machines have online vision system to conduct 100% checking on relevant critical dimension of cannula including crimp width, crimp length, clip dimension, clip position and bevel condition. All the defective parts will be automatically rejected by machine. The in-line test equipment is subject of a frequent calibration and a regular verification related to its proper function. Herewith potential malfunctions of the systems would be detected in-time and would be mitigated immediately. Beside the automated 100% in-line test equipment independent in-process quality controls and final controls on a random sample basis will be conducted by different teams on a regular basis within the production process. Herewith a systematic product defect would be detected.ss

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently on shipping from (B)(6) to bbm in (B)(6) for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): irregular clip function. Nurse says that clip did not engage on needle tip. She did not notice. On the way to sharps bin, she was pricked on the palm of her hand.